Event description:
It was reported that the device was displaying an error code and was not working. The patient had already received an unspecified type of anesthetic when the procedure was cancelled. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device was received by the manufacturer for evaluation and the complaint could not be confirmed. The evaluation of the returned generator resulted in no failures being found and the cables were not returned for evaluation.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the device was displaying an error code and was not working. The patient had already received an unspecified type of anesthetic when the procedure was cancelled. There were no adverse consequences and no medical intervention reported.